Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the CPR assembly was not working. A hill-rom service tech performed an investigation and found the CPR cable disconnected during his inspection. He reconnected it and adjusted it to return function to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on 05/05/2009 indicated in MDR 1045510-2009-00021.